Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. Peritonitis was manifested by hazy effluent and abdominal pain. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin 2 gram loading dose intraperitoneally and tobramycin 75 milligrams intraperitoneally ¿through the weekend¿ for the peritonitis event. Therapy with vancomycin and tobramycin was reported to be ongoing at the time of this report. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up with the pdrn, it was confirmed the patient manifested abdominal pain, weight loss, and low blood pressure the date of diagnosis. The cause was reported as unknown; however, it was previously reported the patient was retrained on proper aseptic technique so this report will remain a use error. On the same day as the event onset, the patient was seen in the emergency room and was not admitted to the hospital. The patient was treated with vancomycin (previously reported) and intraperitoneal gentamicin (previously reported as tobramycin; dose, frequency, and duration not reported) for peritonitis. Per the rn, the patient has since recovered from the event; the patient¿s blood pressure and weight are back to baseline. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.